Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is a malfunction. Meter was prompting apply sample, and pt had applied the sample on the test strip and it would still show the icon for apply sample. Pt was experiencing symptoms at the time of testing. Per notes pt was feeling sick. Pt ate food and/or drank beverage. Pt was using the correct technique and enough blood was applied on the test strip. Pt contacted paramedics, and was treated with IV. Unknown what pt's blood glucose was when paramedics arrived. Customer service was unable to resolve the issue and sent pt a new meter.